Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported that the rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the subject device rd900afu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in USA where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: the subject device was inspected by the f&p service technician and no fault was found with the neopuff infant resuscitator. The device has successfully passed the performance testing at the fisher & paykel healthcare (f&p) service centre in USA. Conclusion: the reported event could not be replicated during inspection of the subject device. We are unable to determine the cause of the reported event. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect. Operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in (B)(6) has reported that the rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) has reported that the rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Correction section g3: date received by manufacturer is updated to 03 september 2025. Method: the subject device rd900afu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in USA where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: the subject device was inspected by the f&p service technician and no fault was found with the neopuff infant resuscitator. The device has successfully passed the performance testing at the fisher & paykel healthcare (f&p) service centre in USA. Conclusion: the reported event could not be replicated during inspection of the subject device. We are unable to determine the cause of the reported event. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.